Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the information center did not provide expected alarms for pause but instead provided ECG leads off inop alarms which the customer felt were not accurate. No patient harm is reported